Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that system did not power on, after power loss. The fse noted that the site had experienced a power loss, causing the system to operate on battery overnight. The fse also observed an intermittent beep from the ups, indicating a need for regular maintenance. To resolve the issue, customer performed restart using the onsite manual. By the time the fse arrived after restarting the ups, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not power on. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.